Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomies and lysis of adhesions, to effectuate removal of her e). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal infection, vaginal discharge, dysmenorrhoea, menorrhagia, back pain, dyspareunia, fatigue, alopecia, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery, following the surgery. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 36-year-old female patient who had essure (batch no. A33566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's concurrent conditions included body mass index normal. On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6)2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2013, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6)2013, the patient experienced alopecia ("hair loss / hair loss"). On(B)(6)2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia(painful sexual intercourse)"). On (B)(6)2013, the patient experienced back pain ("severe back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), weight increased ("weight gain / weight gain") and abdominal distension ("bloating / bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy, bilateral salpingectomies and lysis of adhesions, to effectuate removal of her e). Essure was removed on (B)(6)2013. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, back pain, dyspareunia, fatigue, alopecia, weight increased, abdominal distension, vaginal haemorrhage, migraine and headache had resolved, the abdominal pain lower, genital haemorrhage and vaginal infection outcome was unknown and the nausea and allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery, following the surgery. Current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: events "abnormal bleeding (vaginal), migraines, headaches, nausea, nickel allergy, perforation (fallopian tube(s)), did you undergo an essure confirmation test? No.", concomittant condition added from pfs. Lot number provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding"), intra-abdominal haemorrhage ("essure placement (done by ob) caused massive bleeding in her abdomen."), post procedural haemorrhage ("I didnt bleed for the first two weeks post -op then bled for three weeks heavily"), cutaneous lupus erythematosus ("mild discoid lupus"), loss of consciousness ("I blacked out ") and facial bones fracture ("I broke part of nose ") in a 36-year-old female patient who had essure (batch no. A33566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's past medical history included caesarean section. Concurrent conditions included body mass index normal, endometriosis, menometrorrhagia, actinic keratosis, anxiety, arthralgia multiple (multiple sites.), bronchitis asthmatic, cervical pap smear abnormal, dermatitis, inflamed seborrheic keratosis, low back pain and peptic ulcer. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting "), nausea ("nausea") and allergy to metals ("nickel allergy / gold allergy "). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2013, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced back pain ("severe back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), weight increased ("weight gain / weight gain"), abdominal distension ("bloating / bloating"), intra-abdominal haemorrhage (seriousness criterion medically significant), appendicitis ("in june had an episode of appendicitis "), flatulence ("gas pain in shoulder"), arthralgia ("joint pain"), uterine enlargement ("uterus is very swollen "), hydrometra ("uterine fluid"), ear infection ("ear got horribly infected from nickel ear rings."), weight decreased ("for the record , that was before removal I have since lost 30 lbs"), oropharyngeal pain ("I have sore throat for 2 weeks "), aphonia ("I lose my voice for two weeks"), post procedural haemorrhage (seriousness criterion medically significant), lymphadenopathy ("lymph node swelling"), cholelithiasis ("my symptoms sounds like gallbladder / stones issue "), gastrointestinal disorder ("bowel disorder"), abdominal pain ("abdominal pain"), uterine inflammation ("my uterus being inflamed"), rash papular ("red bumps"), endometriosis ("endometriosis"), cutaneous lupus erythematosus (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant) and facial bones fracture (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy, bilateral salpingectomies and lysis of adhesions, to effectuate removal of her e). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, back pain, dyspareunia, fatigue, alopecia, weight increased, abdominal distension, vaginal haemorrhage, migraine, headache and nausea had resolved, the abdominal pain lower, genital haemorrhage, vaginal infection, intra-abdominal haemorrhage, appendicitis, flatulence, arthralgia, uterine enlargement, hydrometra, ear infection, weight decreased, oropharyngeal pain, aphonia, post procedural haemorrhage, lymphadenopathy, cholelithiasis, gastrointestinal disorder, abdominal pain, uterine inflammation, rash papular, endometriosis, cutaneous lupus erythematosus, loss of consciousness and facial bones fracture outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, aphonia, appendicitis, arthralgia, back pain, cholelithiasis, cutaneous lupus erythematosus, dysmenorrhoea, dyspareunia, ear infection, endometriosis, facial bones fracture, fallopian tube perforation, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, headache, hydrometra, intra-abdominal haemorrhage, loss of consciousness, lymphadenopathy, menorrhagia, migraine, nausea, oropharyngeal pain, post procedural haemorrhage, rash papular, uterine enlargement, uterine inflammation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery, following the surgery. Essure implants were placed into the ostium. Upon placement, 1 coil on the left and 1 coil on the right were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea, headache, nickel allergy. Intra-abdominal haemorrhage, flatulence, appendicitis, arthralgia, uterine enlargement, hydrometra, ear infection, weight decreased, oropharyngeal pain, alophonia, post procedural haemorrhage, lymphadenopathy, gallbladder disorder, abdominal pain, erine inflammation, rash popular, endometriosis, cutaneous lupus erythematosus, loss of consciousness, facial bones fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal pain lower ("severe lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding"), intra-abdominal haemorrhage ("essure placement (done by ob) caused massive bleeding in her abdomen."), post procedural haemorrhage ("I didnt bleed for the first two weeks post -op then bled for three weeks heavily"), cutaneous lupus erythematosus ("mild discoid lupus"), loss of consciousness ("I blacked out ") and facial bones fracture ("I broke part of nose ") in a 36-year-old female patient who had essure (batch no. A33566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No.". The patient's past medical history included caesarean section. Concurrent conditions included body mass index normal, endometriosis, menometrorrhagia, actinic keratosis, anxiety, arthralgia multiple (multiple sites.), bronchitis asthmatic, cervical pap smear abnormal, dermatitis, inflamed seborrheic keratosis, low back pain and peptic ulcer. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting "), nausea ("nausea") and allergy to metals ("nickel allergy / gold allergy "). On (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced fatigue ("fatigue / fatigue"). On (B)(6) 2013, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse / dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced back pain ("severe back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection") with vaginal discharge, dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), weight increased ("weight gain / weight gain"), abdominal distension ("bloating / bloating"), intra-abdominal haemorrhage (seriousness criterion medically significant), appendicitis ("in june had an episode of appendicitis "), flatulence ("gas pain in shoulder"), arthralgia ("joint pain"), uterine enlargement ("uteru is very swollen "), hydrometra ("uterine fluid"), ear infection ("ear got horrribaly infected from nickel ear rings."), weight decreased ("for the record , that was before removal I have since lost 30 lbs"), oropharyngeal pain ("I have sore throat for 2 weeks "), aphonia ("I lose my voice for two weeks"), post procedural haemorrhage (seriousness criterion medically significant), lymphadenopathy ("lymph node swelling"), gallbladder disorder ("my symptoms sounds like gallbladder / stones issue "), gastrointestinal disorder ("bowel disorder"), abdominal pain ("abdominal pain"), uterine inflammation ("my uterus being inflamed"), rash papular ("red bumps"), endometriosis ("endometriosis"), cutaneous lupus erythematosus (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant) and facial bones fracture (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy, bilateral salpingectomies and lysis of adhesions, to effectuate removal of her e). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, dysmenorrhoea, menorrhagia, back pain, dyspareunia, fatigue, alopecia, weight increased, abdominal distension, vaginal haemorrhage, migraine, headache and nausea had resolved, the abdominal pain lower, genital haemorrhage, vaginal infection, intra-abdominal haemorrhage, appendicitis, flatulence, arthralgia, uterine enlargement, hydrometra, ear infection, weight decreased, oropharyngeal pain, aphonia, post procedural haemorrhage, lymphadenopathy, gallbladder disorder, gastrointestinal disorder, abdominal pain, uterine inflammation, rash papular, endometriosis, cutaneous lupus erythematosus, loss of consciousness and facial bones fracture outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, aphonia, appendicitis, arthralgia, back pain, cutaneous lupus erythematosus, dysmenorrhoea, dyspareunia, ear infection, endometriosis, facial bones fracture, fallopian tube perforation, fatigue, flatulence, gallbladder disorder, gastrointestinal disorder, genital haemorrhage, headache, hydrometra, intra-abdominal haemorrhage, loss of consciousness, lymphadenopathy, menorrhagia, migraine, nausea, oropharyngeal pain, post procedural haemorrhage, rash papular, uterine enlargement, uterine inflammation, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff suffered a painful post-operative recovery, following the surgery. Essure implants were placed into the ostium. Upon placement, 1 coil on the left and 1 coil on the right were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea, headache, nickel allergy.intra-abdominal haemorrhage, flatulence, appendicitis, arthralgia, uterine enlargement, hydrometra, ear infection, weight decreased, oropharyngeal pain, alophonia, post procedural haemorrhage, lymphadenopathy, gallbladder disorder, abdominal pain, erine inflammation, rash popular, endometriosis, cutaneous lupus erythematosus, loss of consciousness, facial bones fracture. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media post received. Events intra-abdominal haemorrhage, flatulence, appendicitis, arthralgia, uterine enlargement, hydrometra, ear infection, weight decreased, oropharyngeal pain, alophonia, post procedural haemorrhage, lymphadenopathy, gallbladder disorder, abdominal pain, erine inflammation, rash popular, endometriosis, cutaneous lupus erythematosus, loss of consciousness, facial bones fracture are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.